Event description:
Medtronic received a report that the patient was undergoing treatment for an intracranial aneurysm. It was noted that the patient's blood flow and vessel tortures were unknown. It was reported that there was great resistance and difficulty in advancing the axium coil due to microcatheter delivery. The coil was found to be damaged upon withdrawal. It was then replaced with a new coil for embolization, and the surgery was successfully completed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event additional information received reported the resistance was in the middle of the catheter. The coil came out of the introducer sheath smoothly. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU).

Manufacturer narrative:
This event is reported at this time based on analysis findings which indicated a reportable event h3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83360), camera (panasonic lumix dmc-zs5 as found condition: the axium device was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, within a dispenser coil and within an introducer sheath. The unknown micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages were found with the introducer sheath. Liquid and dried blood were found within the introducer sheath and on the pusher/implant. The axium pusher was found bent at ~138.9cm from the proximal end. The axium implant coil was found damaged and stretched within the introducer sheath with the polypropylene filament broken. Testing/analysis: the axium device could not be advanced out of the introducer sheath as it was found stuck due to the blood. The axium device could not be used for resistance testing with an in-house micro catheter due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. The cause of the resistance during the procedure was found to be the blood found within the introducer sheath and on the implant device. It is possible that insufficient continuous flush was used, causing blood to backflow up the micro catheter and onto the implant. It is possible the implant coil became damaged due to advancing against the resistance caused by the coagulated blood within the catheter or sheath. Other possible causes for coil resistance in catheter include, but not limited to, lack of hydration before procedure, damaged micro catheter, incompatible micro catheter, or tortuous anatomy. The returned axium pusher was found bent and the implant was confirmed to have ¿coil kink/damage¿. The customer reported the coil came out of the introducer sheath smoothly during preparation; therefore, it is likely the damages occurred due to advanc ing against the reported resistance. Customer reported devices were prepared per IFU and continuous flush was used. Therefore, the root cause could not be determined. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.